Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that this patient experienced an iatrogenic left pneumothorax following the implant procedure. A chest drain was placed and successfully removed a couple of days after. Persistence of a slight left pneumothorax without clinical repercussions. A follow up is planned to be performed. This lead remains in service. No additional adverse patient effects were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that this patient experienced an iatrogenic left pneumothorax following the implant procedure. A chest drain was placed and successfully removed a couple of days after. Persistence of a slight left pneumothorax without clinical repercussions. A follow up was scheduled. Dyspnea started to improve after antibiotics were prescribed to the patient. The patient still felt some chest pain during follow up. This lead remains in service. No additional adverse patient effects were reported.